Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should additional info become available and/or the device(s) be returned for eval and an investigation result be available, an amended med device report will be submitted. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the relaunch of the us durom cup. The distribution of this product was ceased meanwhile due to business reasons. (B)(4).

Event description:
It is reported that the pt was implanted a durom us acetabular component 46/40 f on an unk side on (B)(6) 2009. Currently, the pt is being monitored due to unk reasons.

Manufacturer narrative:
This case was reopened on 07/15/2015 to enter additional information which had been received on 07/13/2015. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
Additional information: it has now been reported that the patient was implanted a durom us acetabular component 46/40 f on the left side.